Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was performed to treat a calcified lesion in the popliteal artery. It should be noted that the xience sierra, everolimus eluting coronary stent system,instructions for use (IFU) states: the xience sierra everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary lesions. For restoring coronary flow in patients experiencing acute myocardial infarction who present within 12 hours of symptom onset. For the treatment of patients with concomitant diabetes, acute coronary syndrome, dual vessel lesions (two lesions in two different epicardial vessels), lesions residing within small coronary vessels; lesions where treatment results in the jailing of side branches (lesions with a side branch less than 2 mm in diameter or an ostial stenosis in less than 50%). For the treatment of patients presenting with in-stent restenosis in coronary artery lesions; chronic total occluded coronary artery lesions; and coronary artery bifurcation lesions. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the popliteal artery. A 2.75x23mm xience sierra stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was being removed and resistance with the anatomy was also felt and the shaft of broke. The sds was simply withdrawn. Access was lost so the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.